Event description:
The customer called to find out if metal detectors would harm the insulin pump because she had been experiencing high and low blood glucose levels recently. The customer stated the paramedics were called last week due to low blood glucose. No blood glucose reading was reported. The insulin pump passed the self test but the customer did not have time to perform the displacement test. It was explained to the customer that metal detectors would not harm the insulin pump.